Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a change in therapy effect, in regards to increased pain. A volume discrepancy was noted, in which the actual residual volume (17 mls) was greater than the expected residual volume (3 mls). A dye study was attempted, but was aborted because the physician could not aspirate through the catheter access port (cap). To determine the cause of the issue, surgery was planned. Additional info has been requested, but was not available as of the date of this report.